Event description:
22-year-old male underwent right shoulder stabilization with laterjet procedure on (B)(6) 2023. Medical history included recurrent right shoulder dislocation which showed over 25% critical glenoid bone loss and a large off-track hill-sachs lesion. Patient was discovered to have 2 metal rfos (retained foreign objects) during routine post-op x-ray on (B)(6) 2024. Metal artifacts originated from the fibertak anchor inserter which broke during anchor insertion. "It appeared that the metal artifacts were from the metal tip of the anchor introducer and the metal had been within the anchor / anchor drill tunnel but then broke into two pieces with one piece intraarticular and the other still embedded in the anchor drill tunnel but slightly proud. Using arthroscopic loose body grasper, the metal pieces were removed in their entirety. After completion of removal of the two metal pieces fluoroscopy performed confirming no remaining metal fragments in shoulder region".